Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving hydromorphone (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2017. It was reported the patient was in the hospital and requested to have someone check the pump. The pump was "programmed to deliver more medication than it had in the reservoir" and it was currently empty. The patient had "other problems". When the patient followed up with the healthcare provider last week they could not refill the pump due to a suspected infection in their peripherally inserted central catheter (PICC) line. The patient was symptomatic; specific symptoms were not reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient had been moved from the hospital into a rehabilitation facility for about 2 weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the pump had been alarming for two weeks. The pump will not communicate with the physician programmer. The patient was in and out of the hospital for the past five months.